Event description:
A mayfield skull clamp was involved in an incident involving a pt. The incident was described as follows; on (B)(6) 2010, during a spinal procedure a pt (demographics unk) was positioned from prone to supine position. A one inch superficial laceration was noticed on the right rear of the pts' head from the mayfield pin. The pt was repositioned and staples were used to close the wound.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.